Event description:
It was reported that during a laparoscopic vats procedure, they were not able to close the device. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.